Manufacturer narrative:
Initial.

Event description:
It was reported that after training, the patient¿s ilet was not syncing to the phone, and the patient was provided a different ilet to continue therapy, consistent with a device issue characterized as failure to read an input signal associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed a new or unknown interferent was considered, the problem could not be excluded as device related, and the issue was associated with firmware and a failure to read an input signal. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.